Event description:
The manufacturer has changed/improved the criteria for making MDR decisions regarding the nerve integrity monitoring (nim) system, per discussion with osb. A retrospective review found the following event: a customer returned a nim-response 2.0 nerve monitoring system patient interface. For evaluation/repair commenting: "the nim will not stimulate." Testing/repair confirmed the reported event and found a fuse failure in the patient interface. Fuse failure can cause or contribute to a false negative (not recognizing a nerve when it is present) therefore, this complaint is being reported as a product problem. No further information is available. There was no allegation of patient involvement or injury.

Manufacturer narrative:
Evaluation summary: testing confirmed fuse failure (the fuse was blown) in the patient interface. Fuse failure has the potential to contribute to not recognizing a nerve that is present (false negative). Method: actual device involved in the incident was evaluated. This patient interface was returned with a nim mainframe and as these devices cannot operate independently of each other, they are being reported as a system. The patient interface serves as a junction for electrodes and cables between the patient and the mainframe. The mainframe has built in audio and visual warnings to alert the user of a system failure and it is unknown if the user received audio or visual alerts for this event. A muting probe was also returned, but unlike the interface and mainframe, it is not essential to the functionality of the nim system, and does not have the potential to cause a false negative. When information suggests that the nim equipment had the potential to not stimulate to affect electromyography (emg), or to detect emg, it is assumed that the failure was device-related and may have gone undetected. In this case, there is no information to suggest an event could not be interpreted falsely - the report is inconclusive as to the cause of field observation. Therefore, without information to reasonably suggest serious injury, or that medical intervention was required to preclude serious injury, we are filing this report as a product problem. This product was being used for treatment, not diagnosis. The nim system is intended for locating and identifying cranial and peripheral motor and mixed motor-sensory nerves during surgery, including spinal cord and spinal nerve roots. If the system fails to perform as intended, (effect or detect electromyographic (emg) activity) it presents the potential for temporary or permanent damage to the nerve that is present. There are many non-device related issues that can cause the nim to indicate no stimulation occurred or no electrical response was received/detected from the muscle; use of paralytic anesthesia agents; tissues were too dry, the nerve was fatigued by overstimulation. In addition, safe stimulus levels are dependent upon various conditions including but not limited to; type of excitable tissue, charge per pulse, charge per unit area, waveform morphology, repetition rate and stimulator effective surface area. When such situations occur, the surgeon can also falsely misinterpret that a nerve is not present. The nim system has built in alarms and warnings to alert users of a system failure. At this time we are unable to confirm whether the customer was aware of such alerts. This reported event has no reference to an alarm or warning. Therefore, it must be assumed that an alarm or warning went undetected or did not occur.